Manufacturer narrative:
The report of suspected thrombus and elevated pump power was not confirmed and a specific cause for the reported increase in the patient¿s lactate dehydrogenase level could be not be determined. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted system controller log files contained data from (B)(6) 2017 and from (B)(6) 2017. Throughout the log files, the system maintained a pump speed above the low speed limit without issue while the driveline was connected. Pump power ranged from 5 watts to 7 watts and did not appear to elevate above this range. No atypical alarms were captured. The patient remains ongoing on lvad support and no further issues have been reported. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had elevated lactate dehydrogenase (ldh) levels and concern for increased power. The system controller log file showed an increase in power and higher flows not associated with pi events. Pump thrombosis was suspected. On (B)(6) 2017, it was reported that the patient's ldh level increased to 630 u/l and the patient was treated with a heparin infusion with partial thromboplastin time target at 70-90 seconds. On (B)(6) 2017, it was reported that the patient reported a pump speed drop to 4000rpm. It was transient and continued to go up to the set speed. The manufacturer's technical services reviewed the system controller log file, but could not confirm the speed drop. No further information was provided.